Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving an inappropriate shock due to oversensing noise. The shock occurred while the patient was performing housework, the patient did not feel sick, there was no chest pain, and the patient did not experience any shortness of breath. Additionally, the patient was hospitalized. The patient also has a competitor pacemaker. The signals and qrs complexes in primary vector and secondary vectors were free of artifacts. In the alternative vector, the amplitude signals were too small. It turns out that during stimulation there is a change in the qrs complex, this also took place during the episode. The device was reprogrammed and no x-ray was performed. This s-ICD and electrode remain in-service.